Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The consumer reported the implantable neurostimulator (ins) was too hot while charging. The area of the reported discomfort was the ins site, the right buttock area. A sign of skin irritation includes redness. The patient did not see the thermometer icon when they recharged. The patient was redirected to the health care provider (hcp) for a medical assessment of the ins site and for pain management direction. The patient said that whenever she needs a reprogramming session she contacts the device manufacturer representative (rep). The patient was going to contact the rep to schedule a device check and an implantable neurostimulator recharger (insr) check. The patient had redness, pain, and difficulty walking. The patient had these symptoms at the ins site in the right buttock and right leg. The patient states it was a sudden change in therapy/symptoms. Medical history includes non-malignant pain. Additional information received stated the patient did not have a spacer as the rep stated she should to put between her skin and the charger. T he patient stated her skin was thin and sensitive and became irritated. The hcp stated nothing was wrong. To resolve the issue, the rep reprogrammed her stimulation and stated she needed a spacer. The patient did not have one in her kit, so the patient requested one. If additional information is received, a supplemental report will be submitted.